Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
An unknown issue with the reported device has occurred during a knee surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. *** update cmackenbach (B)(6) *** further information was received. After right anterior cruciate ligament reconstruction surgery performed on (B)(6) 2022 the patient developed pain when running. A screw protrusion on the gerdy tubercle was suspected, which was confirmed with a MRI scan on (B)(6) 2023. On (B)(6) 2024 another surgery was performed to remove the screw.